Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Device passed the delivery accuracy test at 0.0870 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was delivering insulin slower than expected. The customer blood glucose level was 85 mg/dl. Customer states customer blood glucose level at morning was 58 mg/dl then at afternoon it was at 198 mg/dl. The customer was assisted with troubleshooting. Customer states bolus exceeded the expected time to deliver bolus amount. The device will not be returned for analysis.